Event description:
Per the clinic, the patient experienced hearing impairment, and six electrodes were identified as defective. The affected electrodes were not audible and could not be increased. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.